Event description:
It was reported that during a case the tps bi-directional footswitch was not running the drill. There was a 30 minute delay that necessitated additional anesthesia.

Manufacturer narrative:
Upon visual inspection, the device was found to have a damaged and kinked cable assembly. The device was discarded by the manufacturer.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that during a case, the tps bi-directional footswitch was not running the drill. There was a 30 minute delay that necessitated additional anesthesia.